Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that the pump was not powering on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: review of the black box and download history revealed power on resets recorded in addition to three call service alarms. On examination, the battery cap that was returned with the pump for investigation was noted to be within specifications and was able to be attached to the pump securely. There was no damage to the battery or the battery compartment. On investigation, the pump successfully performed a rewind, load and prime sequence without issue. The pump was exercised for 24 hours without loss of power. The pump was found to be delivering as intended and within specifications. The pump was opened for investigation and revealed no damage, defect or contamination of the pump¿s interior components. Investigation was unable to duplicate the complaint.